Event description:
It was reported that during the photo-selective vaporization of the prostate (pvp) procedure, the fiber beam was exiting directly through the cap after 203,000 joules of use. The fiber was changed and a second fiber was used to continue with the procedure. However, after 15,000 joules of fiber use, the fiber card was unable to be read by the console. A third fiber was chosen to continue with the procedure but error code 17 occurred. The procedure was still able to be completed with the third fiber without patient complication. It was noted that the fibers were confirmed to be in good condition after unpacking and there were no courtesy messages prompted by the console. This report is for the first fiber.